Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery needed to be replaced. Available information indicates the battery was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced to resolve the issue and the device was returned to service. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a battery failure during the defibrillator test. There was no reported patient involvement.